Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Log file analysis revealed five electrical fault alarms logged between (B)(6) 2020 at 13:42:33 and (B)(6) 2020 at 16:41:56 due to an open phase on the rear stator, causing the pump to run on the front stator only. Additionally, one electrical fault alarm was logged on (B)(6) 2020 at 06:14:00 due to an open phase on the front stator, causing the pump to run on the rear stator only. Two high watt alarms were logged since (b(6) 2020, likely due to the increased power consumption required to run on a single stator. On-site inspection revealed contamination in the driveline connector. A driveline cleaning procedure was performed to mitigate the reported conditions. No vad stopped alarms were logged wi thin the analyzed period; however, the pump was stopped during the driveline cleaning procedure. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported electrical fault alarms and associated increase in power consumption can be attributed to contamination observed in the pump connector of the driveline. CAPA pr00375742 was initiated to evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA pr00375742, the most probable root cause has been attributed to design/training issues. Additional products: d4: serial or lot#: con406356 h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 331 h6: FDA conclusion code(s): 12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 30-apr-2020, serial #: (B)(4). Device available for evaluation: yes. Return date: 20-apr-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 10-apr-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm due to suspected driveline contamination. In addition, the ventricular assist device (vad) exhibited an increase in power and there was a vad stop. Servicing was performed on the driveline. Small traces of contaminants were found in the drivleine connector pins while cleaning the pins. The driveline and vad remain in use. The controller was exchanged. No patient complications have been reported as a result of this event.